Event description:
Remova o a biv ICD system an a owngra e to a crt-p ue to high lv t res o unstable rv coil impedances. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).